Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. Visual inspection noted a segment of the tubing was broken into two pieces. The broken part of the tubing displayed evidence of a jagged formation. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had torn tubing. This was identified after an infusion of fluorouracil and sodium chloride, when the patient woke up. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.